Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced low blood glucose with a reported value of 52 mg/dl after high-carbohydrate meals and had been using meal announcements primarily as corrections when glucose was already elevated with a reported value of 300 mg/dl, which constituted an improper or incorrect method of use. The user treated episodes with oral glucose. Symptoms included hypoglycemia and shaking or tremors, and the user also experienced episodes of hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user agreed to additional training.